Event description:
On (B)(6) 2012 the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging her son's onetouch ultralink meter display was cracked when he was attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first started "sometime last month" prior to contacting lfs. The reporter stated the patient uses insulin pump therapy (type unknown) to manage his diabetes. The reporter stated the patient did not make any changes to his usual diet, activity level or medications on the day of the alleged issue. However, 2 days after the alleged issue first started, the reporter stated the patient developed symptoms of being "dizzy and hyper" which she associated with high blood glucose. The reported denied treating the patient with any medical intervention in response to the symptoms. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The reporter did not state any blood glucose readings or treatment suggesting that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter was found to have white residue on the display.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.